Event description:
The pump was returned for testing with the complaint that it would not turn on. During field service testing, the pump was noted to underdeliver. There were no reports of any adverse events while the pump was in use on a patient.